Manufacturer narrative:
The reported event of heat was duplicated. Upon disassembly, the technician noted a shattered tip bearing was observed.

Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the device overheated during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.